Manufacturer narrative:
Results of investigation: vyaire filed service technician went onsite and replaced main printed circuit board to rectify leaking issue coming from exhalation pressure transducer. Performed full owner verification process on unit. Tested ok. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. Technician visually inspected the assembly, there were no visible defects, damage or contamination. Component was installed in known good vela host base unit. Ventilator was powered in ventilate mode where the unit showed the following alarms upon start-up: circuit disconnect, auto-cycle, high peak inspiratory pressure, and low minute ventilation. Unit was powered in service mode. The event log shows multiples transducer faults for exhalation pressure transducer ( pt801 ). Performed transducer calibrations as described in the vela ventilator systems service manual. The reported complaint was confirmed and duplicated. Faulty transducers for exhalation pressure transducer (pt801). This is a known issue which can be referenced with CAPA: ca-2017-0206. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported leak issue on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.